Event description:
The product was used during an intra gastric surgery procedure. Reportedly, the needle broke. The surgeon used another device to complete the procedure. The hospital has reported no patient injury occurred.